Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm. Details of the event are provided below. It was reported that a patient developed an aneurysm at the patch site following a bilateral femoral procedure using cormatrix ecb for carotid repair. The aneurysm was observed during the six month post-operative evaluation. During the initial surgery on (B)(6) 2013, the surgeon cut the patch in half, using each 1 cm x 5 cm piece on one groin. The surgeon employed a synthetic crossover graft. During the secondary procedure on (B)(6) 2014, the surgeon observed the synthetic grafts floating inside the lumen. The surgeon noted that it appeared the cormatrix patches had grown around the graft. The surgeon indicated that the patch along the anastomotic line and replaced it with bovine pericardium. No further complications were reported.

Manufacturer narrative:
No sample was returned for evaluation. The surgeon reported using a synthetic crossover graft during the initial implant procedure. The use of the synthetic crossover graft may have contributed to the reported event.